Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. A review of the controller log files associated with the event captured in (B)(4) confirmed the high watt alarms. Starting on (B)(6) 2015 at approximately 22:43 a sustained decrease in estimated flow and power consumption was observed to be below normal operation. A rise in power consumption was then logged starting (B)(6) 2015 to a peak of 5.3 watts on (B)(6) 2015. Waveform trends of this nature may be indicative of an occlusion followed by a thrombus event or change in patient state. Clinical correlation is required.

Event description:
Information was received from the distributor for (B)(4) that there was a rise in pump power with high watt alarms starting (B)(6) 2015 with a peak of 5.3 watts on (B)(6) 2015. A heparin infusion was started. The patient died (B)(6) 2015 after the treatment with heparin. It was indicated that the pump is not available for analysis; it remains implanted with no autopsy available.

Manufacturer narrative:
High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device not returned.

Manufacturer narrative:
Thrombus was not confirmed with any diagnostic tests and there were no identified factors that may have contributed to the event or relevant patient history. The site reported that the controller showed 14 hours of data gap on (B)(6) 2015; per the site, the patient had maintained that he didn't turn off the controller.